Manufacturer narrative:
(B)(4) - dry eyes; halo. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2009. The patient reported has been experiencing dry eyes and halos around lights at night. The icl remains implanted.

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly patient was experiencing some visual disturbances ('halos around lights in night") following icl implantation in 2009. No secondary surgically or medically intervention was performed or planned. Lens remains implanted. It should be noted that at the time of the surgery the patient was 17, and the visian icl is indicated for adults for 21-45 years of age. No information was obtained from the implanting surgeon despite multiple attempts. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Reassessment will be performed when (if) additional information is received from the implanting surgeon. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)